Event description:
In 1998, I began to get very ill, and I eventually discovered that I had mercury poisoning from my amalgam dental fillings. This was diagnosed and confirmed by the use of hair, blood, and urine analysis. Initially, the symptoms were uncontrolled blinking, then difficulty keeping my eyes open, facial convulsions, "brain fog" and brain swelling, loss of memory, and difficulty with normal speech. Occurring also were aversion to light, difficulty driving, severe chemical sensitivities, food aversions and allergies, and severe sinus problems. Truly, I almost died, and would have except for the rigorous program of extensive detoxification I undertook, complete removal and replacement of my amalgam fillings, complete revamping of my diet and lifestyle, and a concerted effort to regain my faculties. Only now, approixmately 9 years after I first became ill, I believe that I am 85% recovered. This was due to a few great doctors and to my own ability to research the problem. I urge the FDA to ban the use of mercury in dental fillings -and also as preservatives in vaccines-. Honestly, how can you believe that such a toxic substance can be safely used in a person's mouth?